Event description:
Patient reported left side "rupture", "uncomfortable, heavy, hot and don¿t last very long","lots of upper body pain and the need for regular massages", "hyperdynamic movement", "unsatisfied with the submuscular position" and "unhappy about the smaller size". "Mild discomfort" was also reported which is not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.4., h.4., h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/24/2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture", "uncomfortable, heavy, hot and don¿t last very long","lots of upper body pain and the need for regular massages", "hyperdynamic movement", "unsatisfied with the submuscular position" and "unhappy about the smaller size". "Mild discomfort" was also reported which is not related to the device. The device has been explanted.